Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during the priming process. The customer stated that they had run out of supplies and had used a prefilled reservoir. The customer's blood glucose was 91 mg/dl. Since the customer did not have supplies, only partial troubleshooting was performed and the insulin pump alarmed no delivery, again, during manual priming. The customer had already reverted to reverted to a backup plan. The customer thought that the buttons were not working, but they stated that they had a pinched nerve in their hand, which made it difficult for them to operate the insulin pump. The customer tried their other hand, and the buttons were actually operating properly. Nothing further was reported.